Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the right ventricular lead exhibited lead noise. The pacing-dependent patient experienced dizziness. The pulse generator was programmed to door and the patient was admitted to the hospital. The patient was reported to be stable.

Event description:
New information reported that the lead was removed and replaced on (B)(6) 2019. The patient was stable post-procedure.

Manufacturer narrative:
A complete lead was returned in two pieces. The damage found was sustained during surgical procedure. The lead was otherwise normal.